Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
During a follow up phone call by product surveillance to the caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, but a cause was not identified. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg also confirmed that there were no defects noted on the supplies either. Per cg, the hp is doing fine and continuing therapy. The cg stated that she had discarded the supplies after therapy and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The tsr explained the alarm to the hp and assisted to remove the cassette. The tsr advised the hp to contact nurse about missed therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a (B)(4) (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was performed on potentially associated lot (h10d07047) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).